Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch. Past complaint records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00339.

Event description:
The user facility reported that when the doctor attempted to insert the angio-seal device into the introducer sheath, resistance was felt. The device was not inserted into the introducer sheath; then the bypass tube was found to be detached from the carrier tube. The device was not used and another angio-seal device was used. The bypass tube of the second angio-seal device was found to be detached from the carrier tube as well, when the pouch was opened. The second device was not used and another angio-seal device from a different lot was used to continue the procedure. Hemostasis was successfully achieved by the third device. The procedure before deploying the device was a carotid angioplasty and stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. The blood loss was less than 250cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product.